Event description:
It was reported that the patient presented for a follow-up. It was noted that the right ventricular (rv) lead exhibited over-sensed noise. The lead was capped and replaced on (B)(6) 2022. There were no patient consequences reported.

Event description:
New information received notes that the right ventricular lead exhibited high capture threshold.